Event description:
As reported by telephone call from sales rep. The hospital had aortic dissection during use of the ez glide aortic cannula, ezc21ta last week. In the case the dissection occurred in the puncture side. The patient required deep hypothermia with cardiocirculatory arrest to implant a dacron prosthesis. The patient was well. And as per medical opinion the cause of the event was unknown, they were not sure if the event was related with cannula. Unfortunately the device was not available to return, lot number 59549667.

Manufacturer narrative:
The device was not retained by the hospital for evaluation. At this time, there is no allegation of product malfunction but only an adverse event associated with the use of an edwards device. The device was discarded at the hospital. The event was presented by the edwards sales rep and the device was not returned for evaluation. Injuries to the aorta (vascular dissection or perforation) is listed as a potential complication in the product IFU. No device malfunction is indicated in the report and the events reported are included in the labeling. No actions are needed at this time. For complaints/reports or injury without a product problem, it's important to show that the type of event is known potential complication or adverse even, is included in the labeling/training materials, risk controls and whatever information we provide to help avoid the issue. No corrective actions are to be performed due to this event. Manufacturing records were reviewed and there were no non-conformances that can be related to this event. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.